Manufacturer narrative:
(B)(4). (B)(4). Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting procedures, and can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closer of the vessel requiring add'l intervention." Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that no pre-dilatation was performed prior to implanting the xience v stent. The IFU states: "pre-dilate the lesion with a ptca catheter."

Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that during a left descending (lad) artery stenting procedure, in a moderately calcified lesion, direct stenting was done with a xience v stent. After stent placement at 9 atm, a dissection was seen. A second xience v stent was deployed to treat the dissection. There was no adverse pt sequela reported. There was no add'l info provided.